Event description:
Infusion pump indicated air in line and that the bag that was hung 2 hours prior was totally empty. A pool of clear fluid was noted on the floor underneath the pump. The tubing had a significant hole at the base of the blue top loading connector that caused the leak.